Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of high hv lead impedance was confirmed in the laboratory. Upon receipt, the rv df-1 set screw was not returned with the device. Visual inspection noted that the rv-df1 lead bore was filled with cured adhesive, which prevented full insertion of the lead. The inability to insert the lead caused the reported high hv lead impedance.

Event description:
It was reported that during an attempted implant procedure, high, out of range hv lead impedance was observed. A set screw anomaly was also noted. The device was not implanted and was replaced. The patient was discharged from the hospital one day after the procedure with no complications.